Manufacturer narrative:
Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "damaged battery." (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which a damaged battery occurred while the pump was unplugged. The reported condition occurred during delivery in the ICU unit. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of damaged battery was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).